Manufacturer narrative:
The customer's complaint of the batteries overheating is confirmed based on the customer supplied photos and the information provided in the product experience report and clinical follow-up information. The review of the device history record and the manufacturing processes discovered no systemic issues with this device. As stated in the product experience report, the cutting of the wires caused the batteries to short, overheat and eject the batter anode. The potential for the batteries to explode has been addressed in the instructions for use (IFU) adn in the risk assessment. The most likely cause for this incident is improper disposal for the device in contradiction of the IFU warning.

Event description:
It was originally reported that 20 minutes after surgery the battery compartment started to overheat and this was noticed by the staff present. After the surgery, the wires leading to the battery compartment were cut through, leading to overheating of the batteries. There was no patient/user harm or injury associated with this report. The device was discarded by the hospital after use. The customer supplied photos of the battery pack for evaluation during the investigation process. Based on the evaluation of the photos, leakage/exposure of the internal battery components were observed. Based on these investigation results, this information is now considered a reportable circumstances based on the potential for patient/ user harm if this incident were to reoccur.